Event description:
The hospital biomed reported that the audible bed exit alarm does not function on this bed. After troubleshooting with a hill-rom service technician, it was determined that the bed exit circuit board was defective. There were no reported adverse events associated with this product malfunction.